Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self test. The insulin pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to physical damage. The device was received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer declined to troubleshoot for the high blood glucose level. The customer was advised to disconnect from the pump. The customer received an error twice last night and again today. The customer was advised to remove the aa battery from the pump and monitor the notification light. Notification light stopped flashing immediately. The insulin pump will need to be replaced. The customer was advised to refer to back up plan per health care professional's instructions. The product was returned for analysis.